Event description:
Baxter (B)(4) received a report that an intermate had tubing separated from the luer lock before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a separated distal luer was confirmed via photographic evaluation. The root cause was determined to be a manufacturing defect. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The incorrect conclusion codes (92 and 67) were included in the initial medwatch.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.